Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced hypotony at one week and an increase in intraocular pressure (iop) at two weeks. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of increased intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to perform a detailed case review (e.g., intraoperative complications; device positioning; patient postoperative conditions or events that may have affected iop). Possible root cause is that postoperative increase in iop is an established risk associated with use of the device system, which is clearly stated in product labeling. (B)(4).